Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal, as needed, for 14 days) and meropenem injection (500mg, intraperitoneal, once a day, for 14 days) for peritonitis. At the time of this report, the patient was recovering. Pd therapy and hospitalization were ongoing at the time of the report. No additional information is available.